Event description:
It was reported that this right ventricular (rv) lead recorded oversensed noise on stored ventricular events. Technical services (ts) reviewed the available information and determined that the oversensing of the noisy signals was likely due to diaphragmatic simulation. Ts recommended performing a isometrics testing during the next in-clinic visit. No adverse patient effects were reported. This rv lead remains in service.